Event description:
The patient had experienced spasms "for four months." The spasms started in the pelvic area and spread to the entire body. During this time the patient had soma or carisoprodol in the pump; the baclofen had been removed. Per the reporter, a nurse "diagnosed" the patient as going through withdrawal. The patient's health care provider shut the pump down and gave the patient oral medication until the spasticity stopped. The pump was "eventually" started again with baclofen. It was unknown if something was wrong with the catheter "which goes up and back down spine." The drugs in the pump at the time of the event were hydromorphone, bupivicaine, and baclofen. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).